Event description:
Customer reported he was having high blood glucose the night prior to call. Customer was trying to figure out what to do. Customer stated the device beeped, customer was instructed in how to check alert. The device was alerting auto off. Customer wanted to turn feature off. Customer also stated he had dual square bolus going for four hours. Customer stated he checked his blood glucose and it continued to be high. Customer's current blood glucose was 99 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.